Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had blood glucose levels of 585mg/dl and 500mg/dl, and 53mg/dl. Customer treated with insulin. The customer stated that there is no insulin going through the line. The customer stated that she changed out everything on the insulin pump, and now there insulin is pouring out of the end of the needle. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.